Event description:
It was reported that the patient scheduled a revision surgery on (B)(6) 2022 for a poly swap after having a distal femoral replacement surgery on (B)(6) 2021. The revision surgery was cancelled and has not been rescheduled. It was cancelled due to alleged patient illness. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-000032, 3013450937-2022-000033, 3013450937-2022-000034, 3013450937-2022-000035, 3013450937-2022-000036, 3013450937-2022-000037 and 3013450937-2022-000038.

Event description:
It was reported that the patient scheduled a revision surgery on (B)(6) 2022 for a poly swap after having a distal femoral replacement surgery on (B)(6) 2021. The revision surgery was cancelled and has not been rescheduled. It was cancelled due to alleged patient illness. No additional information regarding this adverse event has been provided. This record captures the eleos distal femur.

Manufacturer narrative:
It was reported on 04 january 2022 that a patient was scheduled to undergo a revision procedure to replace the eleos poly spacer component. The patient's primary surgery date was (B)(6) 2021. The following implants remain implanted in the patient: distal femur, distal femur axial pin, cemented stem, cemented stem extension, male-female midsection, tibial baseplate, tibial hinge, and tibial poly spacer. The revision procedure was cancelled due to alleged patient illness. Patient's medical and previous surgical history was not available for review. Details regarding patient compliance, activity levels, and trauma were unknown as well. A review of the work orders and sterilization batch release records for the products involved found no indication that the adverse event was a result of a manufacturing or sterilization nonconformance. As additional information regarding the alleged patient illness was not provided, a root cause could not be determined conclusively and it cannot be established whether an onkos device caused or contributed to the event.